Manufacturer narrative:
Additional information was provided in section b5 describe event or problem upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection observed that the flush luer was detached from the flush port. The flushing test was not possible because the strain relief/luer were separated. Functional testing was performed, and a guidewire was inserted through the catheter. The catheter was deployed to the basket and flower successfully. Microscopic inspection observed the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer can be seen.

Event description:
It was reported that a farawave 31 mm during preparation presented a leak. After flushing saline at the integrated flush port fluid leakage at the connection to integrated flush port was observed. Area looked different and might be shipped broken. Issue was observed while preparation. No damage at the package. Procedure was completed with the same catheter without patient complications. The device was received for analysis. It was further reported that no 3-way stopcock was used. The issue was at the integrated flush port and not the 3-way stopcock.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during preparation presented a leak. After flushing saline at the integrated flush port fluid leakage at the connection to integrated flush port was observed. Area looked different and might be shipped broken. Issue was observed while preparation. No damage at the package. Procedure was completed with the same catheter without patient complications. The device is expected to be returned.